Event description:
The customer reported that the system blacked out. A free metal piece (screw) was in the fluoroscopy pedal causing a short circuit.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.